Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution and slda appear to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (mr) grade 4+ with flail. It was noted that visualization was difficult due to patient anatomy. However, two clips were implanted successfully reducing the mr to grade 1-2. The next day it was noted that the first implanted clip detached from the anterior leaflet and the mr was at a grade of 4+. According to the physician the slda was due to patient anatomy. The patient went to surgery to undergo a mitral valve replacement. No additional information was provided.